Event description:
On 06 sep 2023 doctor confirmed by phone fractured tip as failure, as per investigation results.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided . H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) phd02n, (narrow posterior large hex driver-17mm) for evaluation. Visual evaluation / functional test was performed, tip is worn and fractured. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [phd02n] dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture and dental : functional : wear. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was material selection was not adequate to withstand recommended torque values. Therefore, based on the available information, a device malfunction did occur. The tool tip is worn and fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.